Event description:
Reportable based on device analysis completed on 05 jun 2024. It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image clearly and the tip was kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the the imaging window was detached and imaging core coiled.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window detached, the imaging core coiled, and the device was entangled and stuck on the floppy end of the guidewire. An impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported codes of image lost and tip kinked are confirmed.